Event description:
The customer reported the fluoroscopic image was intermittently black. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps3 12 vdc power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.